Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 15 mmol/l (270 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent and a air bubble was noted in the reservoir. As treatment, a new pod was placed.

Manufacturer narrative:
No bends nor kinks were observed to the soft cannula. An air pocket was observed in the fluid reservoir. It could not be determined if this air pocket was there during operation nor if the user removed insulin post use. A leak test was performed on the device. Fluid leaked above the plunger. The o-ring was observed to be inadequate. This leak would not be capable of causing the air pocket observed in the fluid reservoir.